Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirts out of cannula. The customer¿s blood glucose level was unknown. The customer stated that they takes slower to rewind and battery cap was dull. The customer stated that the insulin pump had unexplained no delivery alarm and also scratches on screen and cracks on insulin pump. Customer also stated that screen had little black humidity spots. The insulin pump will not be returned for analysis.